Event description:
Rptr wanted to bring attention to some problems that they have been having in the recent past concerning a bard MRI compatible 6.6 french single lumen low-profile porta-cath. A pediatric surgeon has had 6 cases in the last month where the catheter attached to this port has broken off requiring revision. Hosp has product for 4 of the 6 and sent them to MFR. Each catheter has broken off identically in each of the six cases. The catheter that slides over the porta-cath hub was broken at the pressure point where the clear sleeve locks. Each catheter had about 3-4 mm of catheter that was still on the hub and the rest of the catheter traveled into the heart in 5 pts and was in the subcutaneous tissue in 1. Three different staff members performed the procedures. Five occurred at rptr's hosp and 1 occurred at another hosp. Pt 5 of 6 required cardiac catheterization to remove the catheter. Rptr has spoken with hosp's territory mgr and a rep with MFR's office and will send the four ports that they have for MFR to evaluate. At this time hosp is no longer using this product until the evaluation is complete.